Manufacturer narrative:
From the data provided by the customer, it was concluded that the scatter plot 90 vs 7 degree for post-chemo samples demonstrated an exclusion of a densely populated big-size events, possibly aggregated (clump) plts, which might be the cause in the observed and reported discrepancy in plt counting. Cell-dyn sapphire system operator's manual contains adequate information in regards to interfering substances, which include plt clump. Based on the evaluation and event details, no product deficiency was identified with the cell-dyn sapphire instrument.

Event description:
The customer stated a patient on chemotherapy generated a lower than expected platelet result on the cell-dyn sapphire after receiving treatment. Prior to chemotherapy, the platelet result was 142 k/ul and after treatment, the platelet result was 5.99 k/ul. The low result was questioned by the physician. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.